Event description:
A consumer reported poor vision following intraocular lens (iol) implant surgery. He stated there was a constant haze that could never be corrected with glasses. He reported the lens was exchanged and his vision is good. Additional info was received from the surgeon, who reported the pt had hazy vision and trouble seeing distance and close up. Additional info was received from the consumer, who reported "immediately following surgery he experienced extreme haziness and the inability to read unless under ideal light conditions". He stated corrective reading glasses were of marginal help. He reported following the exchange he has clear vision and excellent reading capability.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identify by the investigation. There has been one other similar complaint reported in the lot number. Additional info was requested 01/05/2012 and 01/31/2012 by fax, phone and mail. A completed questionnaire was received on 12/12/2012. (B)(4).